Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be not be returned for analysis. Subsequent information revealed that the device was available for evaluation. The xience pro is currently not commercially available in the us. The product code listed and the PMA # listed are based on the predicate device (xience v) and is therefore similar to a device sold in the u.s. The stent delivery system was returned for analysis. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Evaluation summary: the device was returned for analysis. The reported patient effects could not be replicated in a testing environment as it was based on operational circumstances. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid diagonal artery. The 2.75x28mm xience pro stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.